Event description:
Patient reported that they were seen by their orthodontist who recommended that they use invisalign. Their teeth are moving too fast and are really loose. Their teeth and gums are so sensitive. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.